Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a break in the tubing by the pump. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complication in relation to this event.